Event description:
On 1/18/99 safeskin corp was served with the following lawsuit: plaintiff's claim on behalf of the estates of the deceased alleges the following: as a result of the decedent's exposure to latex gloves, and the resulting contact with allergens contained therein, the deceased sustained or acquired latex hypersensitivity which caused her death on 11/2/96.